Manufacturer narrative:
Na

Event description:
It was reported that a ventricular lead fracture was confirmed via x-ray and visual inspection. The lead was capped and replaced. It was noted that the patient was not pacemaker dependent.